Manufacturer narrative:
"There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 122241, medical device expiration date: 02/29/2020, device manufacture date: 08/13/2015. Medical device lot #: 123426, medical device expiration date: 08/31/2020, device manufacture date: 01/05/2016. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 packages from lot.122241 of the bd vecafix¿ veca - c¿ IV dressings, and 6 packages from lot 123426 were open prior to use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received a total of 8 samples and photos from the customer in support of this complaint. Two packages of lot 122241 and 6 packages of lot 123426 were opened. 150 retained samples were available and visually inspected. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: most likely the reason of why this has occurred is due to an improper storage if the product after being delivered from (B)(4).

Event description:
It was reported that 2 packages from lot.122241 of the bd vecafix¿ veca - c¿ IV dressings, and 6 packages from lot 123426 were open prior to use. No reports of serious injury or medical intervention noted.